Event description:
As reported this sheath did not have homeostasis. A very slow/small amount of blood egressed. The blood slowly filled the cup area an then drip. This happened after dilator was removed prior to lead insertion. The introducer was used and when lead was inserted there was hemostasis. This is a similar event as MDR 2183787-2018-00078, MDR 2183787-2018-00079, and MDR 2183787-2018-00080.